Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of an electrical shock from the controller was not able to be reproduced. The returned system controller serial number (B)(4) was functionally tested using the laboratory equipment and was found to function as intended. A full functional test was performed and the controller passed all test steps. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. The event data log file was successfully retrieved from the controller. The recorded information revealed that the system maintained the desired set speed with no interruptions. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and quality assurance specifications. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided.

Event description:
It was reported that the patient's controller shocked them after getting under their back while sleeping. There was no pump dysfunction seen on vad interrogation, but the patient did have abrasions on their back. The controller was exchanged without complication and was returned to abbott. Other than the abrasions, the patient was asymptomatic and stable at home.